Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. No additional event or patient information is available. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years).